Manufacturer narrative:
During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found that a complete lead was returned in one piece. Visual inspection of the lead found an external insulation abrasion breaching the outer insulation and exposing the outer coil at 15.7cm to 15.9cm from the connector pin, proximal to the suture tie impression the cause of the external insulation abrasion is consistent with friction to device can.

Event description:
This report is to advise of an event observed during analysis.